Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) complained of pain in the pocket area. There were no signs of infection or erosion. The physician performed surgical intervention to move the device pocket from subcutaneous to intramuscular. Since this device had an estimated longevity of 31% the physician elected to replace it with a new device. There were no allegations against the functionality of the device. The only complaint was pain and discomfort from the device size. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) complained of pain in the pocket area. There were no signs of infection or erosion. The physician performed surgical intervention to move the device pocket from subcutaneous to intramuscular. Since this device had an estimated longevity of 31% the physician elected to replace it with a new device. There were no allegations against the functionality of the device. The only complaint was pain and discomfort from the device size. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.